Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported inflammation and adhesion between the iol and iris following an intraocular lens (iol) implant procedure. Medication was prescribed to the patient. The adhesion was still present when the patient was examined months later and symptoms have not resolved. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge, viscoelastic and handpiece. The product investigation could not identify a root cause. A voluntary recall of acrysof restore and restor toric iol models occurred on (B)(4) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models in specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t. Et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand (B)(4) 2007), we will continue to closely monitor for any potential trends or signals.